Event description:
On (B)(6) 2019 an i.v. Station produced drug preparations with labels that contained incorrect content. Two labels were produced for each preparation. One label contained the correct content and indicated succinylcholine drug; a second label contained incorrect content mislabeling the preparation as rocuronium. The incorrect barcode was due to an error in the label configuration, which was fixed. The mislabeled preparations were identified and as such there is no known adverse patient effect.